Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The patient is doing great post operatively. The explanted device will not be returned as it was not released per facility policy.

Manufacturer narrative:
Product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6). Batch: (B)(6). Product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6). Batch: (B)(6).

Manufacturer narrative:
Supplemental submitted to include additional information that changed field b5 and h6. Product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6); product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6).

Event description:
It was reported that the spinal cord stimulation (scs) system underwent a revision procedure for an unknown reason. The patient is doing great post operatively. The explanted device will not be returned as it was not released per facility policy. Additional information was received that the spinal cord stimulation (scs) system was explanted due to inadequate stimulation. The patient is doing great post operatively. The explanted device will not be returned as it was not released per facility policy.